Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: rupture: observed broken device assessed as surgical damage. Pain: unable to observe. As per the investigation procedure, missing shell and creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported rupture. Later, healthcare professional reported pain and intracapsular rupture confirmed via MRI. This record is for right side. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture. Later, healthcare professional reported pain and intracapsular rupture confirmed via MRI. This record is for right side. The device was explanted.